Event description:
Event description boston scientific received information that during the follow-up visit, this pacemaker was found to be pacing at the max sensor rate. The accelerometer was programmed to off and the device decreased to the programmed lower rate limit. The accelerometer was programmed to on and again the device began to pace at the max sensor rate.